Event description:
The customer reported, during system startup, approximately three (3) milliliters of lh series diluent leaked outside, in front of the instrument involving coulter lh 500 hematology analyzer. The customer indicated the instrument was in shutdown mode. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves and a laboratory coat. During diluent prime, it was discovered line vc2, at sweep flow reservoir, was disconnected. As a result, it burned the peltier cooling fan on the peltier module, plb1. A minute amount of smoke was observed with a burnt smell. There was no shock or fire reported. The customer was advised to turn the unit off. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing was disconnected from the sweep flow reservoir and replaced the tubing. The fse noted the diluent from the reservoir wet the peltier module and fan. The fse replaced the shorted out peltier module and performed startup latron five times, with quality control (qc) within specifications. The fse instructed the customer not to use the instrument until he returns with parts. The instrument was powered off. Module. The customer has an exposure control/risk management plan at the facility. (B)(4).